Event description:
It was reported to boston scientific corporation in 2008, that a corflo cubby low profile gastrostomy device was used during a percutaneous endoscopic gastrostomy (peg) procedure two days later, (female patient; patient age and weight are unknown). According to the complainant, one day after placement, the balloon was found to have a leak. Another corflo cubby low profile gastrostomy device was used to replace this device. No patient complications were reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. Based on the investigation, no defect was found with the returned device. The balloon did not show any signs of leaking. No defect found, this complaint could not be confirmed. The cause of the reported malfunction is not known.